Event description:
It was reported that the patient presented for a post implant follow-up. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited loss of capture. Dislodgement was confirmed with an x-ray. It was noted that the lp had migrated to the right atrium. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of post-op dislodgement and failure to capture were not confirmed. Final analysis found no anomaly on the helix. Further analysis performed found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.